Manufacturer narrative:
Section g4: manufacturers aware date was reported as dec 08, 2018 on previous report. The correct date was dec 10, 2018.

Manufacturer narrative:
Age of device: 4 years and 8 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. The replaced portion of the percutaneous lead (driveline) was received; evaluation of both the driveline portion and the explanted pump will be completed together upon receipt of the pump. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that multiple driveline fault alarms were observed upon history review. The patient was reported to be asymptomatic. The manufacturer's technical services representative reviewed submitted log files from different system controllers and observed driveline fault alarms starting on (B)(6) 2018. The log files showed the same phase (phase b) having degradation to the percutaneous lead (driveline). X-ray images submitted for review were unremarkable. On (B)(6) 2018, the manufacturer's technical services representative performed an external distal end driveline replacement; however, the driveline fault alarms did not resolve. On (B)(6) 2018, the patient underwent a pump exchange. No further information was provided.

Manufacturer narrative:
Approximately 30.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed no discontinuities or shorts. Microscopic inspection and high potential (hipot) testing of the wires revealed no evidence of damage. Additionally, the distal end of the driveline was connected to a test pump and was operated on a mock circulatory loop for an extended period of time. The test pump operated normally and the driveline fault events were unable to be reproduced. The explanted pump was also received for evaluation and the analysis confirmed the report of a suspected driveline wire compromise that would have resulted in the reported driveline fault events. Upon disassembly of the returned device, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was returned cut approximately 2 inches from the pump housing and an adjacent driveline segment measuring approximately 12 inches in length was also returned. Electrical continuity testing of the ~12 inch driveline segment revealed no wire discontinuities, even with manipulation of the driveline segment. Examination of the ~2 inch segment extending from the pump housing found that the brown wire was completely fractured adjacent to the nipple of the pump housing. Microscopic inspection of the surrounding 5 wires in this location revealed some minor kinking and insulation abrasion marks as well as a small breach in the insulation of the black wire, exposing the inner metal conductors. Electrical continuity testing of the remaining 5 wires extending from the pump housing revealed that they were electrically intact. The returned portions of the driveline were suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no additional areas of compromised wire insulation were identified. The observed damage to the brown wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area while the observed damage to the black wire appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The fractured conductors of the brown wire would have resulted in the reported driveline fault events recorded in the submitted system controller log files. The evaluation findings are consistent with the wire electrical continuity data recorded in the log files from two different system controllers, which showed that the values of motor phase 2 were reduced compared to the other two phases, suggesting a wire conductor breakdown issue with the brown wire of the driveline. Moreover, if the exposed conductors of the compromised brown or black wire contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused an interruption in pump function. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.